Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a speaker malfunction. It is unknown if there was still coming sound from the monitor. It is unknow if the device was in use at time of the event. There was no report of patient or user harm.

Event description:
It was reported that the device had a speaker malfunction. There was no sound coming from the monitor. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips certified biomedical engineer evaluated the device and confirmed that there was no sound. The device had a loose connection to the speaker board. The biomed replaced the mx_100/x3 speaker assembly (453564673831), tested the device and confirmed the device was working as it was designed after replacement. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker.